Event description:
It was reported that when they opened the implant, the centraliser was missing. They had to open another implant and use the centraliser from that one instead.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.